Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.